Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The investigation is completed based on the information, determining use error as the root cause for the reported event. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as external use error. No actions are required since the defect occurred during use for a purpose not covered by its intended the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that tip of the ophthalmic forceps was broken during surgery. Procedure details and patient impact were not reported. Additional information was requested but none received till date.